Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The void seal of the console was broken. The foot pedal housing has dents/scratches and the floor pad was gouged/damaged. The console and foot pedal were tested using a rotalink 1.75mm burr. The rotational speed in dynaglide mode was tested and the turbine rotational speed reached typical operational speeds. The turbine pressure control assembly (knob and potentiometer) was loose. The foot pedal functioned properly, readily activating/deactivating the burr rotation and switching the console between turbine and dynaglide modes. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was used for a rotablation procedure. During the procedure, it was noted that the rpm display stays black during ablation. There were no patient complications reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was used for a rotablation procedure. During the procedure, it was noted that the rpm display stays black during ablation. There were no patient complications reported.